Event description:
It was reported that there was a neurostimulator infection. There was a skin infection at the neurostimulator site. A diagnostic test was performed on (B)(6) 2014 that had indicated an abnormal laboratory testing, it was staphylococcus aureus. A medical intervention was required, bactrim was prescribed on (B)(6) 2014. The issue was resolved. It was procedure related. The outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID: 3389-28, lot# 0208479328, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208479331, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).